Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting the event was possibly related to the device or therapy and was not due to programming or implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the outcome of the event was considered ongoing as of (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) with a clinical diagnosis of a loss of pain efficacy in the back and legs. The patient reported the stimulator was not working as well to relieve the back and leg pain in the back. The patient reported a lack of efficacy in the back and legs on (B)(6) 2018. The physician recommended reprogramming which was done the same day and the manufacturer representative interrogated the spinal cord stimulator. There was no note indicating the outcome; the event was ongoing. The patient's next appointment was scheduled for (B)(6) 2018. The event was possibly related to the device or therapy, specifically due to programming, and was not related to the implant procedure.

Manufacturer narrative:
Due to imdrf harmonization, device, methods, results, and conclusion codes were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved. On 2018-10-31, it was reported that reprogramming helped the patient with the pain. The increased pain seemed to be partly due to metastatic cancer in the patient' lumbar spine with a thoracic compression fracture noted. The issue was noted to be due to programming and it was noted that the leads stayed in place during flexion and extension. This issue was noted to be unresolved, but no further actions were planned.